Event description:
Customer reported that the voicemate/advantage system spoke a blood glucose result of 87 mg/dl, displayed a result of 50 mg/dl. Customer reported hypoglycemia symptoms for which she was able to self treat. No adverse event reported. A request was made for the return of the system, replacement was sent.